Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Reporter's first name not provided/unknown. Device not returned.

Event description:
It was reported that the driver did not properly engage the implant and led to the internal drive feature of the implant to be damaged. The implant was removed and another implant was placed during the same placement procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, the alleged device malfunction of the driver cannot be verified. However, the event for not seating was confirmed through investigation of the implant. A root cause cannot be determined. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.